Event description:
Operating room #1 left ankle arthroscopy with debridement procedure started at 0804 with dr (B)(6), during procedure at 0820 tip of stryker arthroscopic shaver blade broke off, viewed with arthroscope, md requests c-arm to room, broken tip confirmed per c-arm, broken tip removed per dr (B)(6), c-arm confirmed no further foreign body retained per dr (B)(6), shaver blade with broken tip to (B)(6), rn. Dates of use: (B)(6) 2017. Diagnosis or reason for use: osteoarthritis left ankle. Is the product compounded: no. Is the product over the counter: no. Event abated after use stopped or dose reduced #1: yes. Event abated after use stopped or dose reduced #2: doesn't apply. Event reappeared after reintroduction #1 and #2: doesn't apply.